Manufacturer narrative:
Insulin pump was received with no act button response due to corroded keypad traces. No button error alarm noted. No blank display, display anomaly or battery icon anomaly noted. Insulin pump was unable to verify for operating currents including low battery, off no power or battery out of limit alarm due to no act button response. Insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. No moisture damage inside pump noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information was provided.